Event description:
Patient was undergoing a laparoscopic robotic assisted prostatectomy, positioned in steep trendelenberg on the steris quantum surgical table. Surgeon reported he could not move the robotic arms and noticed that the bed was spontaneously moving itself back to a level position. Robot was undocked from the patient and moved up away from patient. Regular laparoscope was inserted to assure no injury occurred and to re-insert trocars. No injury noted. Procedure was completed. Patient was discharged to home in good condition on post-op day 3. At the time the surgical bed moved, no one was near the bed controls - the bed moved on its own. Bed removed from service after completion of the procedure. Fluid was found in the bottom of the table. Manufacturer found a leaking hydraulic tilt cylinder from deteriorated seals. Tilt cylinder was replaced and tested. Maintenance is scheduled twice yearly on an annual schedule. Maintenance was last performed less than one month prior to the event.